Event description:
Had three stents implanted. Suffered severe allergic reactions: many times of difficulty with breathing - at one time could barely breathe - took benadryl, severe headaches, nothing can stop them, head to toe hives, nausea, tiredness, chest pain, distended veins in arms/hands, blood pressure spikes, rashes, itching inside chest and outside on skin, inability to do activities in sustained manner as before the implants, takes naps during day to calm symptoms. Had none of these symptoms before these medicated stents were put in.